Event description:
Patient received two vibration alerts on (B)(6) 2010. It was noted that the no communication could be established with the device. Hence, the device was explanted.

Manufacturer narrative:
Analysis found that the device exhibited no communication due to a low battery voltage. Based on all available parameter and usage information, the device was found to be outside of the expected limits. The device was tested and was found to be normal. The battery was sent out to the vendor for further evaluation, and no anomaly was detected that would cause the battery to deplete. The cause for the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the customer was experiencing unexplained high blood glucose. Troubleshooting was performed. The daughter stated that her mother recently was released from the hospital. The daughter stated that the insulin pump was taken off, and her mother was giving manual injections. No further info was provided.